Manufacturer narrative:
Institution phone: (B)(6). Reporter phone: (B)(6).

Event description:
Philips received a complaint on the dfm100 indicating that the device could not turn on. There was no patient involvement at the time the issue was discovered. Based on the information provided by customer, the reported problem was able to be confirmed by customer. The reported problem was determined to be due to a power pca failure. The root cause of the power pca failure could not be determined. Customer replaced the power pca to solve the issue, and the product is back in service. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.